Event description:
Type of procedure performed: laparoscopic appendectomy detailed description of event: male patient in his 20s was undergoing a laparoscopic appendicectomy. Surgeon: [name] the device opened and was operated normally. The bag was closed and the string tightened, with the device removed from the abdomen. Surgeon experienced difficulties removing the bag from the umbilical port site. On removal one of the metal arms that hold the bag open was seen attached to the bag, with one end out of the bag. Surgeon was concerned about internal injury to patient so examined thoroughly. No apparent injury seen patient monitored for 24 hours for signs of pain/sepsis. Patient status: patient is okay. Type of intervention: patient examined thoroughly to ensure nothing was left internally.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. In the absence of the event unit, it is difficult to determine whether the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic appendectomy. Detailed description of event: male patient in his 20s was undergoing a laparoscopic appendicectomy. Surgeon: the device opened and was operated normally. The bag was closed and the string tightened, with the device removed from the abdomen. Surgeon experienced difficulties removing the bag from the umbilical port site. On removal one of the metal arms that hold the bag open was seen attached to the bag, with one end out of the bag. Surgeon was concerned about internal injury to patient so examined thoroughly. No apparent injury seen patient monitored for 24 hours for signs of pain/sepsis. Patient status: patient is okay. Type of intervention: patient examined thoroughly to ensure nothing was left internally.